Event description:
A peritoneal dialysis has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt stated that fluid was leaking when he opened the door to remove the tubing set. Pt's effluent has remained clear and he is fine. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.